Event description:
It was reported that system 7 dual trigger rotary handpiece was being used in a hip procedure when a "snap" sound was heard and the device subsequently lost power. The user was unsure whether the "snap" sound came from the handpiece, or from the patient's bone. An x-ray was taken of the patient, which confirmed they were not injured. There were no other patient or user injuries or adverse consequences.

Manufacturer narrative:
Device not available for evaluation.